Event description:
The customer initially reported that their device was showing its service indicator and had logged an event code. After an evaluation of the device, it was observed that the device was not functional. It was observed that the device intermittently would not function after one defibrillation shock during testing.there was no patient use associated with the reported issue.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio replaced the main pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.